Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 200 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include thirst, frequent urination, blurred vision and increased appetite. Once at the hospital the patient was treated with saline and insulin. The patient was placed in an observation room. The patient was at the hospital for 12 hours.